Event description:
The device reportedly gave a connect electordes message during pt use. The device was turned off and back on and the connect electrodes message continued to be displayed. The electrodes were not retained following the reported event. The pt's details and outcome were not reported.